Event description:
It was reported that the external pulse generator had no output on the atrial side. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of no atrial output. Analysis did find that the battery drawer was broken and the battery contacts were compressed. (B)(4).